Event description:
The customer reports: anesthesiologist began to insert an arterial line. Flash-back was noted in the needle. Guide wire/cannula was advanced. Cannula hub was level with patient skin. Upon removal of the cannula, needle, and guidewire, the cannula broke apart from the hub. The surgical team had to do a surgical 'cut down' into the artery to retrieve the guide wire. The patient fully recovered; no permanent effects other than potential scarring from the cut down. The surgery took longer to begin as they needed to remove the guide wire and then place an arterial line. Additional detail description of the event: user appeared to have placed needle in artery as blood ascending up the chamber which contains the guide wire. The guide wire was advanced through the needle and cannula. The cannula was advanced into the patient's artery over the needle and guide wire. The cannula was advanced up to the cannula's hub. Pressure was applied proximally to the cannula to stop the flow of blood while the needle and guide wire where being removed. User appeared to experience difficulty in removing the guide wire and needle. Cannula was intact with insertion however as the guide wire and needle where being withdrawn the cannula started to separate at the hub. The needle and guide wire could be partially withdrawn through the catheter however the user was unable to remove both completely. This left the guide wire, a portion of the needle and the distal part of the catheter left insitu.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: anesthesiologist began to insert an arterial line. Flash-back was noted in the needle. Guide wire/cannula was advanced. Cannula hub was level with patient skin. Upon removal of the cannula, needle, and guidewire, the cannula broke apart from the hub. The surgical team had to do a surgical 'cut down' into the artery to retrieve the guide wire. The patient fully recovered; no permanent effects other than potential scarring from the cut down. The surgery took longer to begin as they needed to remove the guide wire and then place an arterial line. Additional detail description of the event: user appeared to have placed needle in artery as blood ascending up the chamber which contains the guide wire. The guide wire was advanced through the needle and cannula. The cannula was advanced into the patient's artery over the needle and guide wire. The cannula was advanced up to the cannula's hub. Pressure was applied proximally to the cannula to stop the flow of blood while the needle and guide wire where being removed. User appeared to experience difficulty in removing the guide wire and needle. Cannula was intact with insertion however as the guide wire and needle where being withdrawn the cannula started to separate at the hub. The needle and guide wire could be partially withdrawn through the catheter however the user was unable to remove both completely. This left the guide wire, a portion of the needle and the distal part of the catheter left insitu.